Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the customer wore the pump with the screen inwards towards the body. However, the transmitter and pump were unable to regain connection even after the pump was turned outwards. Reportedly, the transmitter ultimately regained connection with the pump. No additional patient or event information was available.